Manufacturer narrative:
The flow sensor was replaced to fix the reported issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, during a procedure, the display is blank and then shut down. There was no reported patient injury.